Event description:
Patient was revised for aseptic femoral and tibial loosening at the cement/implant interface. Depuy cement was used in the primary surgery. Poly wear of the insert and osteolysis were also reported.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The investigation could not draw any conclusions about the reported event based on the provided information. The initial reporting stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.